Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify a15/e15 alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed external flash error. The customer¿s blood glucose level was 130mg/dl at the time of the incident. It was reported that the insulin pump was not rewinding. The insulin pump will be returned for analysis.